Event description:
It was reported that patient presented in clinic. It was noted that right ventricular (rv) lead exhibited low pacing impedance, r wave amplitude variation, and high capture threshold. Lead damage was also suspected. The lead was explanted and replaced with new lead. Patient condition was stable.

Event description:
Suspected lead damage may have been due to clavicle crush. An x-ray and fluoroscopy were performed which revealed no abnormalities.

Manufacturer narrative:
The reported events of unacceptable threshold, low pacing impedance, r-wave amp variation and clavicle crush damage were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.